Manufacturer narrative:
Corrected information: report source: foreign, user facility, company representative. Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been conducted to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a flexor high-flex ansel guiding sheath was being opened for an evar procedure when it was noticed that the fitting of the dilator was disconnected. It was reported that the "mandarin" fell off while unwrapping the product, but it was used for the procedure because the customer didn't have a similar one in stock. No adverse events have been reported regarding this occurrence.